Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the user test being attempted immediately after powering on the device. The lp15 v4 software version -109 adds an additional h-bridge test when the device is powered on. The same h-bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 & a036 or a51e is logged in the device. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.